Manufacturer narrative:
Additional information: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent total shoulder arthroplasty on (B)(6) 2014. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to soft tissue tear. The humeral head was replaced to improve stability.